Manufacturer narrative:
The device history record for the device was reviewed. There were no nonconformances or deviations pertaining to serial number: (B)(6). The device met all specifications prior to release from manufacturing. It was later reported by the healthcare professional that device was performing normally. The device cannot be physically evaluated at this time as it remains implanted and in use. The cause of the high residual for the initial refill intervals is ultimately "undetermined"; it is "undetermined" but possible that a catheter clot was cleared or other blockage had temporarily had occurred. Catheter thrombosis is a known adverse event as listed on the intera 3000 hepatic artery infusion pump IFU.

Event description:
It was reported by a healthcare provider that an intera 3000 hepatic artery infusion pump had higher than expected residuals upon refill, and that there was a possible catheter occlusion. Specifically, it was reported that the "pump appears to have a catheter occlusion. Cta shows patent anatomy and excellent placement without kinking." The device was implanted on (B)(6) 2023, with intra-operative study "looked great" and nuclear medicine study on (B)(6) 2023 was reported normal. Heparin saline was filled on (B)(6) 2023, but 28 ml of heparin saline were returned on (B)(6) 2024. It was reported that the patient was admitted, cta was performed and "looked great with no hepatic artery thrombosis," but the healthcare provider attempted to [bolus] flush without success. An anti-clotting agent was attempted to clear the bolus pathway. It was reported on 01/11/2024 that the catheter pathway was clear but there was no flow (30 ml of residual returned). It was later reported that on (B)(6) 2024 that there were 19 ml of residual after the use of a heating pad, and it was reported on (B)(6) 2024 that there was 12 ml of residual over 2 weeks, indicating normal flow.